Manufacturer narrative:
D3: mfg establishment name; ICU medical, inc. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be replicated. The probable cause of the reported complaint was due to the defective downstream occlusion(dso) sensor. The dso sensor was replaced.

Event description:
It was reported that there was a downstream occlusion error. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.